Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose level was 385 mg/dl at time of incident and current blood glucose level was 415 mg/dl. The customer¿s blood glucose level 400 mg/dl, 444 mg/dl and 200 mg/dl. The customer was treated with injection. Customer states that the drive support cap was flush. It was reported that the customer does not allege pump was under delivering. The customer was advised to disconnect at quick release set. The insulin pump will not be returned for analysis.